Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported their upper aligner has an edge to it and it is cutting into their lip.patient asked if they could sand down the edge. Advised patient to do wsw finses and soaking aligners. If the tip does not help, advised to provided photo of step 2 aligner and the comfort of that aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.